Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, h2, h3, h6 reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2018, pt dislocated while sitting and experienced pain. Underwent closed reduction with no complications. On (B)(6) 2018, pt dislocated while sitting and experienced pain. Underwent closed reduction with no complications. On (B)(6) 2018, pt dislocated while in bed and experienced pain. Underwent closed reduction under anesthesia with no complications. Diagnosis of recurrent joint dislocation and subluxation. On (B)(6) 2019, pt dislocated while on bed and experienced pain. Confirmation of dislocation occurred "after marked flexion of hip." Underwent closed reduction with no complications. Discharged with post op instructions no flexion>70 degrees, no adduct (cross knees) and crutches. On (B)(6) 2019, pt dislocated while leaning on balcony and turning; experienced pain. Underwent closed reduction with no complications. Surgeon notes that a revision is needed. On (B)(6) 2019, pt underwent left hip revision, replacing the head and liner components. Diagnosis of traumatic muscle ischemia. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 4 views of the left hip dated (B)(6) 2018 through (B)(6) 19 demonstrate a left total hip arthroplasty with standard liner. Imaging demonstrate superior dislocation of the left femoral head with possible impaction injury to the superior and lateral acetabular cup. Last image dated (B)(6) 2019. Demonstrates post revision of left tha with new constrained liner. The provided medical records noted "confirmation of dislocation occurred after marked flexion of hip" during the fourth dislocation event, indicating patient noncompliance as there was hyperflexion of the hip. However, it is unknown if the previous dislocations and subsequent reductions led to joint laxity and the patient being able to hyperflex it, or if there was damage to the liner from the previous closed reductions that contributed to the fourth occurrence. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a4; b4; b5; b7; d10; g3; h2; h6 corrected: a1 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01338. D10: unknown head; unknown stem; cat #: 00620005422/ shell porous with cluster holes 54 mm o.d. / lot #: 62740870. Report source: brazil. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately two years post implantation due to a dislocation. The stem and shell were retained, while the liner and head were removed and replaced. Attempts have been made and no further information is available.